Event description:
Surveillance study. Same case as MFR report #: 2134265-2009-03465. It was reported that following a coronary drug eluting stenting treatment procedure, the patient presented with in stent restenosis. The index procedure treated the de novo, type b2, 44% stenosed 1.9x13mm target lesion located in a bifurcation of the proximal left anterior descending (lad) artery. Treatment consisted of pre dilation with an unspecified 2.5x15mm balloon inflated to 6 atmosphere's (atm's) and the placement of two overlapping taxus express2 study stent's (3.5x16mm, 2.5x12mm) deployed at 14 and 10 atm's. Neither post dilation or ivus was performed. Residual stenosis was 8%, minimum lumen diameter was 2.94mm with timi 3 flow. Six hundred units of heparin were administered. The patient was discharged 2 days later on bayaspirin and panaldine. No angina was confirmed at the 1 & 6 month follow up visits. At 256 days post the index procedure angiography revealed in stent restenosis. Two hundred units of heparin were administered. On day 256, reintervention treated the 76% stenosed, 0.78x7.0mm target lesion located in the proximal lad with a non bsc stent. Residual stenosis was 10%, minimum lumen diameter was 3.04mm with timi 3 flow. Six hundred units of heparin were administered. The patient was discharged two days later in "improved" condition. No angina was confirmed at the 9 month and 1 year follow up visits.

Manufacturer narrative:
As the unit has not been returned, a technical analysis could not be performed. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.